Event description:
It was reported that this left ventricular lead exhibited high capture thresholds, oversensing issues and loss of capture. It was believed that the lead had dislodged. The patient was evaluated one day prior to notification. Subsequently, a revision procedure was performed, and this lead was repositioned. No additional adverse patient effects were reported. The lead remains in service.